Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having (B)(6). The surgeon took out all of the implants and put in an antibiotic to clear up the infection. No implants were inserted.